Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen was dark, and pump could not be turned on after a shutdown, although pump began charging again after being left on a working wall outlet for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Customer turned off pump before calling, continued using original charging supplies, and was advised by technical support to monitor pump and call back if issue persisted, which customer understood and acknowledged.